Event description:
It was reported that during a procedure of the mildly tortuous, 90% stenosed, concentric, de novo lesion of a patient with acute myocardial infarction, the balance middleweight universal ii (bmwuii) guide wire crossed the lesion. Predilatation was performed without issue. Intravascular ultrasound (ivus) was completed, however, during the attempt to remove the ivus, resistance with the bmwuii was met. Eventually, the ivus was removed from the anatomy. It was noted after removal that the proximal part of the guide wire was kinked. Both the ivus and the guide wire were changed and new devices were used to complete the procedure and implant a stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: mach1 6f, other: ivus. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for investigation and the analysis confirmed the reported kink damage in the proximal end. However, the reported difficult to remove/resistance could not be confirmed via returned device analysis. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.